Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient developed a pump pocket infection. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.